Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device does not pass operational defibrillation tests. There was no patient involvement. Based on the information available, the root cause of the reported issue is due to the defective capacitor assy. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. Device is working fine as per manufacturer's specifications after replacement of capacitor assy. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated summary and code grids.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a call regarding new external parts and the base of the cardioverter. Equipment does not pass operational defibrillation tests.